Event description:
Description: we stumbled on this in the pacu at one of the hospitals this week. I will forward another picture of the other product. The problem is this - alaris labels two sets as "pca" administration sets. The problem is that one is actually for pcea (epidural) and it has the yellow threaded tubing. The other is for routine IV pca and the tubing is clear as it should be. They should label the yellowed threaded one as "pcea." This hosp was using the alaris general infusion smart pumps for both pca and pcea as well as for routine IV therapy. Imagine someone taking the "wrong" pca tubing and hooking up an epidural solution to a regular IV line. Medication administered to or used by the pt: no. Where did the error occur: hosp. (B)(6).